Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, d9, h3, h4, h6 and h11. Olympus provided the following culture results, performed at the third-party labs: sampling date: on (B)(6) 2025. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: staphylococcus saprophyticus. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device tested positive for psuedomonas bacteria contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.